Event description:
Complainant alleged that while attempting to treat a patient, the device displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. The customer has indicated that the event electrode pads were discarded and they are not available for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.